Event description:
It was reported that a dislocation occurred. No medical intervention was reported.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the limited information provided and without the return of the device for evaluation the root cause of the reported dislocation cannot be definitively concluded. However, given the two separately reported dislocations so soon after implantation (10 days) the failure to maintain post-operative hip precautions cannot be ruled out based on the patients reportedly dislocation from seated (and/ or lying in bed) positions. The future impact to the patient cannot be determine. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed, in a dislocated head.